Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (60 mcg/ml at 47.02 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump flipped. It was not known if external factors contributed to the issue and no diagnostics/troubleshooting were performed. The healthcare provider (hcp) moved the pump from the patient's right abdomen to their right flank. They removed a portion of the catheter and added a new part, with 4.1 cm of the old catheter remaining connected. The explanted portion was discarded and the issue was resolved. The patient weighed 150 pounds and their medical history was unknown. The patient was without injury at the time of the report.